Event description:
It was reported that a patient underwent a successful endometrial thermal ablation procedure in 2008. Approximately six to eight weeks following the procedure, the patient developed a hydrosalpinx, which required re-hospitalization and a transfer from a local hospital to another hospital. The surgeon mentioned a possible re-operation. The surgeon is unsure whether this event is related to the thermal ablation procedure.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a from will be submitted accordingly.